Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of the patient receiving inappropriate shock for atrial fibrillation were not spotted in the initial interrogation but could be seen with further interrogation. It is unknown why it could not initially be seen. The device stores the electrogram differently from the diagnosis. The diagnostics recorded the latest superior vena cava episodes but no electrograms due to insufficient electrogram storage. Programming changes were recommended. No further information is available.